Event description:
Customer reported that she received no delivery alarms on the insulin pump and the screen went blank. Customer's blood glucose was 123 mg/dl. The insulin pump was stated not to have been exposed to either extreme temperatures or direct sunlight. Customer declined troubleshooting and stated she had not been wearing the insulin pump for two months. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.